Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer visit to emergency room due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was over 800 mg/dl. The customer was assisted with troubleshoot for high blood glucose. Customer reports insulin pump was starting to alarm or low reservoir. The customer receiving insulin drips and the doctors removed the insulin pump. The insulin pump will not be returned for analysis.